Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple invalid transmitter ID alerts. Despite multiple attempts, a sensor session was unable to be started. Subsequently, the transmitter lost connection with the pump for greater than one hour. Transmitter was replaced to resolve the issue. No additional patient or event information was available.